Event description:
It was further reported that this revision occured due to pain and rotator cuff failure.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined it was reported that the patient was converted from a hemiarthroplasty to a reverse total shoulder due to rotator cuff failure. At this time, there are no allegations against the device, and the failure is considered a patient related disease progression and not reportable. The rotator cuff is a group of muscles and tendons that surround the shoulder joint, keeping the head of the humerus firmly within the shallow socket of the shoulder. Rotator cuff injuries occur most often in people who repeatedly perform overhead motions or experience any sort of trauma to the shoulder. Degenerative tears can also occur because of gradual wearing down of the tendon. This degeneration naturally occurs as we age. Factors that lead to degenerative tears include repetitive stress, lack of blood supply, bone spurs, and increased age. Common symptoms of a rotator cuff tear include pain at rest or with activity, weakness, and crepitus. Typically, an anatomic shoulder is performed when the rotator cuff is stable and intact, and a reverse shoulder is performed for an insufficient rotator cuff.

Manufacturer narrative:
(B)(4). H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. H3 other text : unknown.

Event description:
It was reported that a patient had a hemi arthroplasty and was revised to a reverse total for an unknown reason. The stem remained in place and head was removed. Attempts have been made and there is no further information at this time.